Manufacturer narrative:
Zoll has not received the solex 7 catheter for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
An ivtm (hypothermia) therapy was initiated for the post CPR patient using the solex 7 catheter (lot #166913). The catheter insertion was smooth and was placed into the patient's right internal jugular (ij) vein. During the cooling phase of the ivtm therapy, the nurse observed a blood tinge in the start-up kit (suk) tubing, indicating a potential catheter leak. The dwell time of the catheter was 48 hours. At the start of ivtm therapy, the patient's temperature was 37°c, the target temperature was set to 34°c at max rate, and the temperature at the time of the issue was 37°c. The nurse noted the blood tinge in the suk tubing and observed no alarm or leaked fluid anywhere on thermogard system, patient bed, or floor. The catheter was replaced to continue the patient's treatment using the same thermogard system. The clinical application specialist (cas) was at the customer site and performed the leak check as per IFU, and no leak was observed from the catheter. No consequences or impacts on the patient.

Event description:
An ivtm (hypothermia) therapy was initiated for the post CPR patient using the solex 7 catheter (lot #166913). The catheter insertion was smooth and was placed into the patient's right internal jugular (ij) vein. During the cooling phase of the ivtm therapy, the nurse observed a blood tinge in the start-up kit (suk) tubing and decrease in saline volume from the saline bag, indicating a potential catheter leak. The dwell time of the catheter was 48 hours. At the start of ivtm therapy, the patient's temperature was 37°c, the target temperature was set to 34°c at max rate, and the temperature at the time of the issue was 37°c. The nurse noted the blood tinge in the suk tubing and observed no alarm or leaked fluid anywhere on thermogard system, patient bed, or floor. The catheter was replaced to continue the patient's treatment using the same thermogard system. The customer is suspecting approximately 200 ml of saline infusion. The clinical application specialist (cas) was at the customer site and performed the leak check as per IFU, and no leak was observed from the catheter. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of "a potential catheter leak" was not confirmed during functional testing of the returned solex 7 catheter (lot #166913). No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Also, the zoll clinical application specialist (cas) was at the customer site on the reported event date and performed a leak check as per zoll's IFU, but no leak was observed from the catheter. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloon was fully inflated when pressurized up to 100 psi, and no issues were observed. The balloon did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known good suk and ran on a console system in both warming and cooling modes for a total of 2 hours. The system ran in the max warming mode with a target temperature at 37°c for 60 minutes and in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The balloon was properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter performed as intended.